Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a puncture sites in the right common femoral vein was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an interventional cryoablation procedure. Reportedly, when the plunger was removed the suture appeared short. After removing the device from the patient anatomy, the suture was observed to have two knots. The suture of another proglide was successfully preplaced. The sheath was upsized to 9f and the cryoablation procedure was completed. The successfully preplaced suture of the proglide device were used to achieve hemostasis. At another puncture site in the same vein a proglide device was used with a 6f sheath after the cryoablation procedure. Reportedly, during suture harvesting the same results occurred. A proglide device from a different lot number was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Five sterile devices from the account with the same part/ lot number as the original complaint devices were successfully tested to deployment and confirmed only one knot was present. This indicates the device functioned as expected. A conclusive cause for the reported needle to cuff miss and two knots could not be determined. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. D10, h3: device not returned.